Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, it is likely that the patient has been picking and scratching at the infection site. The physician has strongly advised the patient to stop doing so. Additionally, the patient has fibromyalgia and very sensitive skin which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - patient non-compliance (touching or picking at wound) as the patient has been picking and scratching at the infection site (user error- patient). - patient is a poor candidate due to health, weight, age, mental capacity as the patient has fibromyalgia and very sensitive skin (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
An ips study patient reported their receiver pocket became infected 3 months after their permanent implant procedure. Additionally, they reported soreness, tenderness, redness, swelling, and discharge from their receiver pocket. On (B)(6) 2024, the patient was seen in the office where antibiotics were prescribed, they were scheduled to return for a follow-up, and they were instructed to continue to use the neurostimulator as normal. During their follow-up on (B)(6) 2024, the infection appeared much better with less swelling and redness. The patient was instructed to continue with therapy and finish their antibiotics. There are no plans for an explant procedure at this time.